Event description:
It was reported that during a laparoscopic adrenalectomy, the device experienced a blade jam, and the knife blade could not advance and retract, resulting in a delay in the procedure. The device was plugged into a generator at the time of the event, and another device was used successfully with the same generator to complete the case. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found eschar build up on the jaws and inside the knife track. More frequent cleaning of the jaws is recommended. Troubleshooting observed skiving of the overmold in the knife track. This was likely caused by the knife slightly twisting out of place due to the presence of eschar. The eschar build up was cleared. The device's jaw opening and closing mechanism was functioning properly. The weld integrity of the device was inspected and was found to be within specification. The knife blade was unable to advance. The jaw gap of the device was measured and it was found to be within specification. The device was detected and activated multiple times on a saline soaked gauze pad with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The device was activated with the rotation knob in various positions to detect any problematic activat ion issues. No electrical or wiring issues were found. It was reported that the knife blade did not advance or was difficult to advance, and did not retract. The reported issues were confirmed. The product analysis noted evidence that the device was not used as in tended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: keep the instrument jaws clean. Build-up of eschar may reduce the seal or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3, h6 (fdr-c13). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic adrenalectomy, the device experienced a blade jam, and the knife blade could not advance and retract, resulting in a delay in the procedure. The knife blade did not protrude beyond the edge of the jaws or knife blade exposed. The device was plugged into a generator at the time of the event and another ligasure device was used successfully with the same generator to complete the case. No patient complications have been reported as a result of this event.